Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that he was hospitalized on 11/27/2016 due to a high blood glucose level. The customer was sick and as a result his blood glucose level was high. Customer's blood glucose level was over 600 mg/dl. His blood glucose level was treated with a syringe. He was vomiting and blood was in the vomit. The customer had a hernia in his stomach. The customer was given insulin and medication for the hernia. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.